Event description:
It was reported that the right ventricular (rv) lead experienced low pacing impedance, undersensing, and was causing muscle stimulation. The lead was capped and replaced. The implantable pulse generator (ipg) was at end of life (eol) and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701 implantable pulse generator (ipg), implanted: (B)(6) 2001. (B)(4).